Event description:
It was reported that when using the bd pyxis¿ medstation¿ es automatically shut down during medication dispensing. The user also noted an issue with a cubie not releasing properly; although they were able to release the drawer, it appeared the drawer was not latching correctly. The user tried to recover but the issue was still not fixed.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not releasing. A field service engineer found that the station repeatedly rebooted when accessed through the nurse application. Inspected and tested all electrical connections and hardware components and identified potential power instability as the root cause. Replaced the power supply and power cord to resolve the issue. The system functioned as intended after the field service engineer repaired the device.